Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Brand name: was initially reported as healon, however the correct brand name is healon gv pro. Model #: was initially reported as healon gv, however the correct model number is tg85ml.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an explantable device. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the healon gv pro was used in the patient¿s operative eye. During iol insertion, doctor found that the ovd was difficult to remove/difficult to use. The patient experienced intraocular pressure (iop). During the same procedure, surgical intervention was required as the doctor cut an incision to release aqueous and gv. Medications were prescribed. The patient was seen the next morning. Their iop was normal. The customer explained via follow-up, regarding this patient, she was prescribed moxifloxacin intraoperatively. After decompressing the anterior chamber the patient was given diamox and combigan. Then patient was started on moxifloxacin and prednisolone every two hours until bedtime. The following day the moxifloxacin and prednisolone were changed to 4 times a day. Her iop was 14 the following morning. Initially, it was also reported that some of his patients experienced iop postoperative. A separate file # (B)(4), was opened to capture the rest of the patients. MDR# ? No more information was provided.